Event description:
Revision surgery of the right gmk-sphere insert due to instability.

Manufacturer narrative:
No analysis could be performed since lot numbers are unknown and devices are not available for inspection.